Event description:
We have become aware of a potential issue with our medical linear accelerator's data processing workspace with medical imaging platform. It has been reported that the collimator overlay on the beam visualization is shifted with respect to the reference image if the image is non square. User could potentially make adjustments to the collimator/mlc (multi-leaf) since the user incorrectly believes the collimator/mlc position is wrong. If this issue were to reoccur, this could result in serious injury since the changes are applied directly to the treatment plan. The plan could be treated multiple times if no verification of the image is taken. Typical usecase for changes done at rtt would be to adjust port shape (e.g. Eye block). However, this would be based upon the portal image which is not affected by the shift. It's important to note, no injury was reported as a result of this incident. The operator detected the error because the error is visible on the screen. Furthermore, this behavior is only relevant for the reference image dialog and is not relevant for other parts of the application. Thus, this behavior does not affect positioning.

Manufacturer narrative:
Investigation is ongoing, and the root cause has not been identified.